Event description:
Hosp personnel were attending to a pt in cardiac arrest. Two countershocks were delivered without event. Alledgely on the delivery of the third shock, the operator reported observing an arc coming from the sternum electrode and a loss of the pt's ECG. The pt continued to be monitored on the central station monitor. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the successful delivery of countershocks prior to the alleged malfunction.